Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that the rep did a reprogramming session, but they were not abel to get the patient better coverage. The doctor was sending the patient for an x-ray to see if the lead moved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2018-jun-06 confirming that the patient met with a manufacturer representative on (B)(4) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated they felt the ¿vibrations, but it didn't seem to cover their pain as well as it used to, and they had to charge the ins more often¿. They mentioned that they told their doctor that they didn't think their ¿machine was working properly¿. The healthcare provider (hcp) told the patient to call the manufacturer. The patient also stated they ¿kept fiddling¿ with their settings, which didn't resolve the issue. The patient confirmed there were no traumas/falls related to this issue. The patient was redirected to follow-up with their hcp for assistance with the events reported and to assist in contacting a manufacturing representative (rep). It was reported that the issues of the patient feeling the ¿vibrations, it not seeming to cover the pain as well as it used to¿ and the patient having to charge their ins more often occurred probably about a month ago in 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reporting that the x-ray results were normal. It was reported that the cause of the ins not working, vibrations and needing to charge more often were not determined at their visit on (B)(4) 2018. No further complications were reported/anticipated.